Event description:
The customer reported obtaining "low vacuum out of range" errors on a coulter lh 500 hematology analyzer. Adjusting the vacuum regulator failed to resolve the issue, and the customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/12/2015. The fse confirmed the customer's issue but initial troubleshooting did not resolve the issue. The fse performed further troubleshooting and replaced the low vacuum regulator (rg1) resolving the "low vacuum out of range" errors. Unrelated to the reported event, the fse observed that the secondary probe and the bsv (blood sampling valve) were not properly functioning due to a defective solenoid (sol) 17. The fse replaced sol 17 and the bsv, resolving the issue. (B)(4).